Event description:
It was reported that the device was used during a right hemicolectomy. It was reported that the staple line was incomplete. Unknown how the case was complete. Unknown patient consequence.